Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, drawer failed to open and unable to retrieve medications. User tried to reboot the station multiple times, but the issue didn't resolve. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 26-FEB-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy drawer 3.1 pocket A5 failed to open as the pocket popped out from the motherboard and blocked the drawer. A field service engineer (FSE) guided the user to recover the storage space, but the issue didn't resolve. Then FSE transferred the medications from the failed pocket to a known-good pocket and inspected all cables and slide bumpers. The system functioned as intended after the field service engineer repaired the device.